Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during a routine follow up, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared. The device was re-interrogated successfully. The patient would be monitored.